Event description:
It was reported that the patient underwent a pocket revision. The pocket site was relocate . No other information is available.

Manufacturer narrative:
Patient weight not available. Date of event occurred in 2006, exact date not available.device remains in patient. This is a final report.